Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. Subsequent information received indicated that the cause of the out of range measurement was not determined by x-ray. The physician has elected to follow up with device check in 3 months. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.